Event description:
It was reported the patient overdosed on oral medications and was admitted to the hospital on (B)(6) 2014. The patient had ¿accidentally¿ taken two doses of anxiety medication. The patient was inpatient from (B)(6) 2014 until the next day. The next day the pump was refilled and the patient had increased pain. The pain was in the lower back, right hip, right and left elbow, and right and left wrist. The worst area of pain was the right hip. The pain at that time was worse than the last visit, but injections had improved the patient¿s pain 80%. The pain radiated to the right arm. The symptoms associated with the pain included muscle spasms in the legs, numbness in the hands and legs, tingling and burning in the hands, and weakness in the legs. The pain was made worse by walking and lying in bed. The pain was constant and interrupted the patient¿s sleep. The pain was rated 6 out of 10. The patient was alert and oriented and did not appear to be in acute stress at the refill on (B)(6) 2014. There was no sign of infection in the pump pocket or withdrawal. The pump was refilled with 20 milliliters of drug and there was a residual volume of 3.3 milliliters at that time. It was noted there were multiple suicide attempts. It was reported the patient missed a refill and had a change in therapy effect. The patient did not show up for the refill and could not get to a refill appointment that was sometime in august. The pump was empty with no drug at the time of the report. The pump was shut off because the patient was in treatment sometime thought to be around (B)(6) 2014. The pump was put down to minimum rate and then it was thought to have been put into temporary stop mode ¿quite some time ago.¿ the pump was shut off for ten days by a manufacturer representative. The patient wanted it to stop alarming so the manufacturer representative shut off the alarm. It was later reported there were no adverse events with the pump, but the hcp made a medical decision to stop the pump therapy with the patient. There was alarm was due to drug depletion. The patient was currently in a treatment facility and in a treatment program. The patient felt she was being punished by her health care provider (hcp) for what she did. It was noted the pump therapy had worked for the patient and the patient had significant improvement with treatment as compared to without. The system had been used to deliver compounded fentanyl and bupivacaine. No patient outcome was unknown as the patient had been admitted to a mental health facility.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l78693, implanted: (B)(6) 2000, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory; product ID 8731, lot# b005986n44, implanted: (B)(6) 2004, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).